Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that while on the patient for 12 hours, this event occurred. Visible blood had filled the helium line of the intra-aortic balloon (iab) and the pump had not alarmed. The md removed the iab and pump immediately. The md replaced the iab and pump with success and therapy was continued within 15 minutes of interrupted therapy. There was no harm to the patient. There was no report of patient death, complications or injury. The patient outcome is okay. The pump is being serviced by a third party organization. Reference MDR #1219856-2011-00193 for the related intra-aortic balloon report.